Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, d11, g4, g7, h1, h2, h3, h6, h10. D11: item 00-5986-047-02 lot 64523072; item 00-5996-016-02 lot 64182586. This complaint was not confirmed. Visual examination of returned product found signs of wear (impact marks) and the dovetail feature is slightly flared. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. UDI # (B)(4). Report source, foreign: (B)(6).

Event description:
It was reported that the surgeon attempted to seat the articulations surface. After many attempts the surgeon was unable to seat the implant correctly and opened a second implant which went in straight away with no issues.